Event description:
It was reported that, the device was used during a thyroid procedure, the device broke. Case was completed with a like device with no patient consequence.

Manufacturer narrative:
Evaluation summary: the analysis results found that two devices (a and b) were returned. Device a was returned with the clamp arm detached and missing. The inner tube hinges were bent. The device was tested, activated, and cut. Device b was returned with the distal tip of the blade broken off and missing. The fractured distance measured approximately 5.08mm from the top of the outer tube. The device was tested and was nonfunctional (solid tone) due to the condition of the blade. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert warns: "scratches on the blade may lead to premature blade failure". Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. However, the cause of this type of blade damage is currently being investigated.